Event description:
It was reported that the vns patient presented an infection after implant surgery. It was reported that the patient underwent explant surgery and that a replacement system was not implanted in the same intervention. It was reported that the vns patient underwent new vns system implant on (B)(6) 2015. The infection was located at both electrode and generator site, based on the surgery notes. The explanted products have not been returned to the manufacturer to date. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.